Event description:
It was reported during remote follow up that the right ventricular lead exhibited a low defibrillation impedance and over current detection (ocd) alert that resulted in inhibited shock for patient arrythmia. The lead will continue to be monitored. There were no patient consequences reported.